Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements, delayed readings, drop out, indents on the skin, and durability issues. The following issues were described by the clinical staff: ¿I've seen numerous safety reports filed because nurses have to go to multiple rooms to get new sensors because the readings they get are erratic or aren't picking up at all." ¿they (full term babies) desat to 92-93% when in deep sleep way more than they used to. Babies are getting admitted or staying extra (up to 5 days) longer because of ¿desats.' "We question the readings." ¿takes a while to get a reading¿ not picking up." "It takes so long and then we get random desats that don't match the patient condition." 'After changing the sensor site, I sometimes have to wait 5 minutes for it to pick up." "The white foam part is too short. Sensors don't stay on the thumb or toe. Either it's too big and causes irritation on the foot and the white foam part rubs on the foot causing irritation, or the baby kicks them off. We need to use the posey to get them to stay." ¿I have a hard time getting them to stick. Takes a while to get a reading and difficult to re-stick after the first use." ¿I have issues with it picking up. I went through 3 sensors during one delivery yesterday." ¿delivery room is the most difficult sometimes needing 5 minutes to get a reading. In the meantime oxygen is given because you're just guessing. Sizes and associated placement locations don't work for our needs especially for heart babies where pre-ductal measurements are needed. I receive ¿low quality' error messages randomly when it was just fine seconds ago and the baby hasn't moved. The old sensors worked better through motion." "Velcro is better because it doesn't get stuck to itself or others whereas the sticky sensors only last 1-2 changes if lucky. We miss our old ones." "The other ones worked so well. If you unplug more than 3-5 times, they don't work anymore." ¿I don't feel like they pick up well, especially on the bigger kids." "Sensor pulls off skin." "Useless in the delivery room. They don't pick up at all. Inconsistent in the nicu." ¿doesn't pick up a lot. The old ones were better at deliveries. Needs re-positioning a lot and then takes minutes to obtain readings. Full term babies are even worse; doesn't pick up." "The sticky wrap isn't sticky enough and needs replacement only after 1-2 care times. Stars [ge monitor] appear especially during an event which makes us believe it's not true. A lot more alarms on the unit than we used to have."